Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the past however, no value was provided. Reportedly, the contact believed the pump was not delivering insulin properly. Increased basal rates were set by the contact to address bg level. Reportedly, the customer's healthcare provider had already been contacted.